Event description:
It was reported to philips that the system was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, it was investigated that philips was unable to confirm the allegation as the philips field service engineer provided with a wrong ip. As there has been no complaint, this event was incorrectly reported. A new service case was opened on the correct ip. As there has been no complaint, this event was incorrectly reported. No further action could be performed by philips. Since the case was incorrectly created, this event would not be reportable. The codes were updated based on the investigation outcome.